Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached above 300 mg/dl. The omnipod personal diabetes manager (pdm) would not turn on. The patient was treated with manual injections of insulin. The patient was released a couple of days later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.